Event description:
One week after the operation, the hook of the hannson pin came out laterally about 5mm.

Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available, it will be reported on a supplemental report. Same pt event as MDR 8031020-2011-00025.